Event description:
When introducing the radialsource sheath, the tip broke. It happened when the physician wanted to insert the sheath into the vessel. When inserting the tapered tip of the sheath, the material lined up due to leathery skin; the material of the tip separated before inserting it into the vessel.

Manufacturer narrative:
Na